Event description:
On (B)(6) 2012, the patient reported that the infusion device displayed an e4 (occlusion) error while attempting to bolus and he was assisted in cleaning the error and completing the bolus. The patient's wife then reported that the patient was currently in the hospital and his blood glucose was elevated to 500 mg/dl. His normal blood glucose range is 100-180 mg/dl. The patient stated he had been hospitalized due to another issue and his blood glucose was elevated because the hospital staff would not allow him to perform his own boluses or monitor his own blood glucose levels. He was only permitted to remain connected to the infusion device for basal rate delivery and received boluses by insulin injections. His blood glucose had been elevated for 2-3 days and he stated he was going to begin bolusing through the infusion device to lower his readings. Upon follow up on (B)(6) 2013 the patient's wife stated that the patient was able to self-treat to lower his blood glucose and he was released from the hospital on (B)(6) 2012. The patient was not always capable to self-treat elevated blood glucose while hospitalized. No product was requested to be returned for evaluation.